Event description:
This patient, was grafted with 96 epicel cea grafts in 2002 for 86% body surface burns. 39 days later, pt expired due to multi-system organ failure and sepsis, unrelated to the use of epicel. No further details were provided. No further information is anticipated. Manufacturer's comment: sterility test samples collected pre-release and final product release were negative for growth.